Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of low lead impedance was confirmed via electrical measurements. The inner coil was overtorqued, which led to an electrical short between coils. The cause of the low lead impedance, loss of pacing, and loss of capture was due to the short.

Event description:
It was reported that during implant, the lead exhibited no capture or sensing. There was low impedance through the device. The lead was explanted.